Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2022-01066 & 2249723-2022-01077. Please refer to mfg report number 2249723-2022-01066 & 2249723-2022-01077 for all information for this complaint event. Please cancel 2249723-2022-01155 in your database.